Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing usual meals while eating fewer carbohydrates at breakfast, resulting in a reported blood glucose nadir of 50 mg/dl for approximately 30 minutes and prompting troubleshooting and education on meal announcements. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included a review of user-reported event details and provision of troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified and user education was provided regarding appropriate meal announcements to align insulin delivery with reduced carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.